Event description:
A cartridge alarm was reported, indicating a cartridge alarm 6 occurred. The customer's blood glucose level did not exceed 500 mg/dl, showing no adverse impact. Technical support instructed the caller to load a new cartridge, and after doing so, the alarm did not recur. The customer was able to resume using insulin normally, and the original cartridge was available for return.